Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was surgically removed due to inappropriate shock, oversensing of noise, and a suspected fracture. A new electrode was implanted. No additional adverse patient effects were reported. The explanted electrode is expected to be returned for product analysis.